Event description:
The user facility reported that during a colonoscopy, the users experienced a complete loss of image. There were lines reportedly appeared on the video monitor and then became black. The procedure was reportedly completed with a different, but similar device and there was no pt injury.

Manufacturer narrative:
The colonoscope referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's report of complete loss of image. Horizontal lines were observed on the video screen and then the monitor became black. The charge coupled device-flexible printed circuit board was damaged due to corrosion, which likely caused the user's experience. The colonoscope passed leak testing and no evidence of fluid invasion. The colonoscope has been serviced and was returned to the user facility. This report is being submitted as a MDR in an abundance of caution.